Event description:
Report received from (B)(6) stating that the device experienced "cannot remove cutter". The device was being used during surgery; however, no pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot remove cutter" was confirmed. During service, the device failed the cutter insertion and visual assessment tests. If add'l info becomes available, a supplemental report will be submitted. (B)(4).